Manufacturer narrative:
(B)(6). A batch review was performed for potentially associated lots h11b22098 and h11a12026 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown and patients discard supplies after therapy, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Event description:
On (B)(6) 2011, baxter received from the homepatient (hp) a report of peritonitis after a connection issue with the luer cassette on an unreported date in (B)(6) 2011. The peritoneal dialysis nurse (pdrn) contacted baxter on (B)(6) 2011 regarding the issue and peritonitis. The pdrn stated that a recent consultation had taken place with the hp. The pdrn stated that it had been revealed that the hp made a user error which resulted in peritonitis. Causality was given by the pdrn as use error, and was not related to the baxter pd supplies. There was no information available regarding the treatment or culture results, but the peritonitis was resolved and the hp continues with pd therapy as before.